Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample and/or lot number. For continued safe use of the perifix catheter connector a detailed step-by-step instructions of how to use the perifix catheter connector label and cloth/silk medical tape has been provided. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although it was reported that the device involved will not be available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reports that they stopped taping the connectors as they thought the issue was resolved. One disconnected yesterday on a female patient in labor. Anesthesia was called as patient had increased pain and as they were going to bolus the disconnection was noticed. The connection was cleansed and reattached. No injury reported.